Event description:
It was reported that the patient felt the artificial urinary sphincter (aus) cuff sliding under the portion of the scrotum. Additionally, the pump had completely flipped upside down and was facing upwards. The patient indicated the device was functioning properly; however, it was difficult to use and caused scrotal discomfort. There were no additional patient complications.